Event description:
It was reported the pt underwent spinal cord stimulator placement in 2005 with good results, until recently, the battery was found to have failed. No specific symptoms were reported. The device reportedly "malfunctioned". The pt underwent a battery change.